Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular loss of capture. An invasive procedure found that the proximal set screw of the ipg was not tightened down and the distal set screw was tight but the lead was not fully inserted into the header. Both leads were checked and reconnected to the ipg. The system remains implanted and functioning appropriately.